Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 460 mg/dl. Customer also reported that they had blood glucose 100 mg/dl .customer was treated with the injection. Customer also reported that insulin pump had multiple pump error and self test was performed and it was pass. The insulin pump will not be returned for analysis